Manufacturer narrative:
End user's weight not known so estimation used. Trend data reviewed and no adverse trend observed. DHR review conducted and results found to be complete and accurate. Biocompatibility testing has been performed in accordance with iso 10993 and materials were found to be non-sensitizers. The root cause of the contact dermatitis cannot be determined but some individuals may still be sensitive to a specific material that has met all sensitization test requirements and the severity of their reaction cannot be predicted.

Event description:
It was reported that an end user experienced a rash under the tape portion of the barrier. She saw a dermatologist who diagnosed it as contact dermatitis and prescribed triamcinolone corticosteroid spray. She has not started using it yet. The tape border lifts up fairly quickly now that she has a hernia. Hollister will be following up with her to see if a different barrier product may work better for her.